Event description:
It was initially reported by the company representative: "when the legs were being closed, the clutch bar broke, upon which the leg canted outwards, making the lifting device unstable resulting in tilting. The caregiver was quick to react to prevent the lift from falling down completely. Therefore, the patient did not fall from any height higher than 30 cm." Please refer MFR report # 3007420694-2013-00070.